Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 23.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing reported problem the insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: mba, rrt, adult clinical quality and patient safety / respiratory care service. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after less than four days of intra-aortic balloon (iab) therapy, the patient was being bathed when blood was noted in the extracorporeal tubing. The line was clamped and the iab was removed. The insertion was reported to be left axillary, which is not the method described in the device instructions for use. A new iab was inserted via right axillary. There was no patient harm or adverse event reported.